Event description:
Additional information was received as follows: it was reported that approximately three weeks ago the stent graft was found to have migrated with a proximal type I endoleak present and required secondary intervention to reline the previously implanted talent stent graft. First a 32 mm diameter endurant aortic cuff was implanted just below renal arteries as the talent stent graft fabric started 1cm below renal arteries, then built up the flow divider approximately 2cms above with kissing endurant limbs and extended with limb extensions bilaterally to hypogastric arteries. The stent graft migration and the proximal type I endoleak were successfully resolved.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak).

Manufacturer narrative:
Evaluation: results: endoleak. Graft material. Balloon. Conclusion: graft material. Balloon.

Event description:
A talent abdominal stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that either during the delivery of after the partial deployment of the stent graft, the graft became twisted along its unsupported segment. A type iii endoleak was observed from the graft's ipsilateral side after using a reliant balloon to inflate the twisted area of the graft (MDR 2953200-2008-01277). The physician elected to use an aneurx cuff in the location of the endoleak, which successfully sealed the graft and resolved the endoleak. No clinical sequelae were reported, and the patient is fine.